Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after installing a therapy pca, the device had a therapy test failure during opcheck. There was no patient involvement.

Manufacturer narrative:
.